Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Disposed by hospital.

Event description:
It was reported that, during a primary procedure on a right clavicle, that the repositioning forceps broke while in use. Another device was available for use in the o.r. Surgery was completed successfully with no delay. No adverse consequences reported.